Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia and ketones. The customer stated that she did not notice any bent cannulas. The customer also stated that the doctor did not see anything out of the normal with the insulin pump. The customer also stated that she was getting lost sensor alarms. Nothing further was reported.